Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. Additionally, it was reported that the customer received a cartridge alarm (alarm 31) during the loading sequence. Blood glucose was 84-94 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.